Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block b3: the exact date of the event is unknown. The provided event date, 12/04/2025, was chosen based on year the article was published. Block g2: literature source. Kimura, k., et al. (2025). Fournier's gangrene following hydrogel spacer related rectal ulcer and fistula in a patient undergoing radiation therapy for prostate cancer: a case report. Internal medicine. Advance online publication. Https://doi.org/10.2169/internalmedicine.6449. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2327 captures the reportable event of necrosis. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e231501 captures the reportable event of purulent discharge.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "fournier's gangrene following hydrogel spacer related rectal ulcer and fistula in a patient undergoing radiation therapy for prostate cancer: a case report" written by kimura et al. This case report describes a rare but severe complication associated with hydrogel spacer use during radiation therapy for prostate cancer. The study was conducted in 2025 and involved a single patient who received the hydrogel spacer prior to external beam radiation therapy for intermediate-risk prostate cancer. The objective was to report an unusual adverse event linked to hydrogel spacer placement. The patient, who had significant comorbidities including diabetes mellitus and end stage renal disease, developed a refractory rectal ulcer and fistula approximately five months after spacer insertion. These complications progressed to fournier's gangrene, requiring emergency surgical drainage, cystostomy, laparoscopic sigmoidectomy, and prolonged antibiotic therapy. This event captures severe patient complications associated with hydrogel spacer use, including rectal wall infiltration, persistent ulceration, fistula formation, and progression to necrotizing infection. Notably, the hydrogel spacer, which typically lasts about three months and is absorbed within six months, appeared to infiltrate the rectal wall early in the process, contributing to tissue injury. The case underscores the importance of vigilant monitoring for hematochezia, perineal pain, and imaging findings suggestive of rectal wall infiltration, as early intervention may prevent life threatening outcomes such as fournier's gangrene.